Event description:
It was reported that before a procedure, a nurse found that the sealed package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The package was returned having been partially opened. The package showed evidence of seal adhesive transfer from the tyvek onto the blister indicating that the package had been completely sealed prior to being opened. The package was peeled open on the rest of the package to verify seal. Adhesive transfer was observable on entire circumference of the package. It cannot be determined at what point the package was opened. Batch history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.